Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from italian to english: in intensive care we are starting to use needle free connector valves and we are detecting high pressure problems with syringe pumps (excessive resistance to infusion) when the fresenius kabi injectomat line ref. 9004132 extensions currently supplied are connected to the valves of the company bd maxzero needleless connector ref. Mz1000.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: no samples were received for investigation, in which the customer has stated: "starting to use needle free connector valves and we find problems with high pressure with syringe pumps (excessive resistance to infusion)." The product in use at the time is reported to be a mz1000 from lot 24015584. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015584 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 products in the past 12 months.